Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilatation. However, upon first inflation at 14 atmospheres for 10 seconds the balloon ruptured vertically at the center. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.